Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion and had developed and infection. The system was explanted. The patient was stable during and post explant procedure. No additional information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found,